Manufacturer narrative:
(B)(4).

Event description:
The pt felt shocking all over his body when he used the pt programmer to adjust stimulation. This occurred when he changed any parameter or simply turned the implantable neurostimulator on or off. The shocking occurred with and without the programmer antenna. Movement did not cause stimulation changes. Stimulation felt 'external' on his body versus being internal. The device was recently implanted. Additional info has been requested. A f/u report will be sent if additional info becomes available.